Event description:
It was reported that the patient developed (B)(6) in the blood which would be (B)(6). The two leads and one device were explanted and were later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.